Event description:
It was reported that during a routine replacement procedure, this right ventricular (rv) lead exhibited noise, and low out of range impedances of less than 200 ohms when connected to the new pacemaker. It was noted the noisy signals were a previously known issue. The patient is not dependent; therefore, the physician elected not to implant a new lead. The thresholds were noted to be normal; however, noise was also observed in both bipolar and unipolar; therefore, the sensitivity was programmed to the most optimal setting. This lead remains implanted and in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).